Event description:
It was reported that this device is behaving in a manner consistent with premature battery depletion (pbd). At a routine follow up appointment, in (B)(6) 2018, the device battery longevity was at seven years remaining. In (B)(6) 2019, the device battery longevity remaining was at one year. A boston scientific technical service (t/s) consultant recommend bringing the patient into the clinic, for a follow up appointment, and send t/s a disk analysis. The device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
It was reported that this device is behaving in a manner consistent with premature battery depletion (pbd). At a routine follow up appointment, in (B)(6) 2018, the device battery longevity was at seven years remaining. In (B)(6) 2019, the device battery longevity remaining was at one year. A boston scientific technical service (t/s) consultant recommend bringing the patient into the clinic, for a follow up appointment, and send t/s a disk analysis. Additional information was received that this device was explanted. No adverse patient effects were reported.